Manufacturer narrative:
(B) (4). (B) (4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, there was difficulty inserting the disposable hand piece into the cpc connector. The issue has not interfered with any procedures and no adverse patient consequences occurred.